Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2019. The ø36/12 humeral stem, ø36/+3 humeral cup, ø36 glenosphere, glenoid baseplate and associated screws were removed and replaced by the ø36/14 humeral stem, ø36/+9 humeral cup, ø36 glenosphere, glenoid baseplate and associated screws. Primary surgery occurred (B)(6) 2016.